Event description:
It was reported that there was an over infusion of lipids . Two clinicians verified the initiation of the lipid infusion. When the second clinician left the bedside, the first clinician noted a few air bubbles in the distal part of the tubing. She took the syringe off of the pump and primed the air out of the line. When the syringe was loaded back to pump the nurse was not sure if she entered the rate in incorrectly or if they pump reverted back to a previous rate. The lipids allegedly infused at an incorrect rate. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of lipids . Two clinicians verified the initiation of the lipid infusion. When the second clinician left the bedside, the first clinician noted a few air bubbles in the distal part of the tubing. She took the syringe off of the pump and primed the air out of the line. When the syringe was loaded back to pump the nurse was not sure if she entered the rate in incorrectly or if they pump reverted back to a previous rate. The lipids allegedly infused at an incorrect rate. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.